Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2017865-2020-06696. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During the procedure, fluoroscopy revealed that the right ventricular lead had externalized conductors. The lead was capped and replaced on (B)(6) 2020. The patient had no adverse events and was stable post procedure.